Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 02/09/2022. H6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: evaluation: one packet of product code vcp359h was returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needle was intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the needle piece retrieved? The laparoscopic lens was used to look for the broken needle in the abdominal cavity and it was found and retrieved. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any. Additional tissue damage as a result of searching for the needle piece? No. Were there any patient consequences? According to feedback of the sales, no patient consequence reported currently. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent laparoscopic ovarian tumor removal on (B)(6), 2021 and suture was used. During the procedure, the needle tip was found to be broken after sewing the uterus. The tip was retrieved. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.